Event description:
Several blood glucose tests within minutes of each other and had the following results: 571, 170,211,276, 222, and 126 mg/dl. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.